Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, parallel stent grafting offers an off the shelf option to treat a variety of aortic diseases.

Event description:
Received an article titled "configuration affects parallel stent grafting results" published in the journal of vascular surgery. The article evaluated parallel stent graft configurations and to determine an optimal formula for these procedures. Per the article, adverse events included unspecified wound complications, unspecified cardiovascular complications, unspecified pulmonary complications, unspecified renal complications, unspecified gastrointestinal complications, endoleaks and occlusion.